Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized due to diabetic ketoacidosis (dka) and high blood glucose levels. Customer reported that the insulin pump did not alarm no delivery and allowed her to bolus. Customer reported symptoms related to their high blood glucose levels included chest pains, light headedness, and nausea. Customer's blood glucose levels at the time of hospitalization was 400+ mg/dl. Customer was treated with an insulin drip, potassium, and magnesium, labs. Customer was wearing the pump at the time of hospitalization. The insulin pump passed all functional testing. However, the customer was advised to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being replaced.